Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient programmer displayed a poor communication screen and the caller was not able to communicate with the recharger. The patient had not been using their ins and the caller did not think he had charged the ins since (B)(6) 2017. The caller also mentioned they were going to take the ins out last friday but the patient's platelets were too low to go into a surgery. The patient was having an upcoming MRI (not related to device) on wednesday; the caller asked if a manufacturer representative (rep) was able to come out before the MRI and the caller was redirected to their healthcare professional to contact a rep. No further complications were reported/anticipated.